Manufacturer narrative:
(B)(4). The customer returned one cartridge hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were no clips remaining in the cartridge. The returned sample appears used as there is biological material present on the cartridge. No other defects or anomalies were observed. A dimensional inspection was not required as a part of this complaint investigation and a functional inspection could not be performed on the returned sample since there were no clips remaining in the cartridge. The device history review for the product hemolok ml clips 6/cart 84/box, lot #73l1500264 investigations did not show issues related to the complaint. Other remarks: the IFU for this product was reviewed as a part of this complaint investigation and it states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broke" was not confirmed based upon the sample received. The cartridge was received with no clips remaining. Since no clips were returned with the cartridge, functional inspection could not be performed. Therefore, based upon the received sample, the reported complaint could not be confirmed. No further action will be taken. The manufacturer will continue to monitor and trend related events.

Event description:
During a procedure, the user confirmed through the moving image that the clip was damaged in the patient before ligation. A broken part of the clip may have dropped and still remains in the patient. It is not known exactly when the clip got damaged. The patient's condition was reported as fine.